Event description:
It was reported that a patient underwent a left nephrectomy for renal transplantation procedure on (B)(6) 2021 and suture was used. The thread pulled off during the procedure. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: procedure: left nephrectomy for renal transplantation. Use of another device to complete the procedure. The correct event date and procedure date is (B)(6) 2021. No patient consequence. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Related medwatch reports: 2210968-2021-08975, 2210968-2021-08977, 2210968-2021-08978.